Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from germany that during a procedure with an intraclude device model icf100, a longitudinal tear approximately 7cm in length was identified shortly after balloon inflation with 10 ml nacl. Reportedly, the flow diverter (fd) and intraclude device were advanced without issue, following the instructions for use (IFU), up to the ascending aorta. The heart-lung machine was positioned, and the pericardium was opened, with all parameters remaining stable. Immediately after balloon inflation began, echocardiographic visualization of the ascending aorta became poor, prompting fluid withdrawal from the balloon. The patient then developed hypotension and a progressive drop in hemoglobin, raising suspicion of intra-abdominal bleeding. Thus, the abdomen was opened, and the aorta was exposed and clamped. A tear was observed between the aorto-iliac bifurcation and the origins of both renal arteries. A 14 cm vascular prosthesis was implanted as an interposition graft. The thorax was also opened to implant an aortic balloon pump, followed by excision of a myxoma. The patient was rewarmed to normothermia. Despite administration of protamine, persistent bleeding was noted around the aortic prosthesis. Blood pressure remained critically low (rr ~50 mmhg), and resuscitation was required during open-heart conditions. Unfortunately, the patient died in the operating room due to biventricular failure.

Event description:
Edwards received notification that during a surgical removal of a myxoma in the left atrium procedure with an intraclude device model icf100, a longitudinal tear approximately 7cm in length was identified in the aorta shortly after balloon inflation with 10 ml nacl. Reportedly, the device was prepared without any difficulties. Endoreturn was not used to introduce the intraclude as the femoral artery vessel was too small. Therefore, non-edwards catheter was used. The guidewire and intraclude device were then advanced without issue, following the instructions for use (IFU), up to the ascending aorta with only minor manipulation during insertion that was consistent with typical manipulation during catheter navigation, which caused it to move in and out of echocardiographic view. The heart-lung machine was positioned, and the pericardium was opened, with all parameters remaining stable. Immediately after balloon inflation began when 10ml of nacl had been injected (approximately 10 minutes after the device was introduced) echocardiographic visualization of the ascending aorta became poor and the balloon was no longer visible, prompting fluid withdrawal from the balloon by retraction of the catheter. The guidewire was reinserted into the intraclude. In the descending aorta, neither the intraclude nor the guidewire could be visualized via echocardiography. A further attempt to advance the balloon was made, but it was unsuccessful. The patient then developed hypotension and a progressive drop in hemoglobin, raising suspicion of intra-abdominal bleeding. Thus, the abdomen was opened, and the aorta was exposed and clamped. A tear was observed between the aorto-iliac bifurcation and the origins of both renal arteries. A 14 cm vascular prosthesis was implanted as an interposition graft. The thorax was also opened to implant an aortic balloon pump, followed by excision of a myxoma. The patient was rewarmed to normothermia. Despite administration of protamine, persistent bleeding was noted around the aortic prosthesis. According to the surgeon, the amount of blood loss is difficult to estimate. However, the patient received 8 liters of fluid via the heart-lung machine (6.5 l sterofundin, 1 l gelafundin, 500 ml sodium bicarbonate), as well as 13 units of packed red blood cells (350 ml each) and 1 unit of ffp. Blood pressure remained critically low (rr ~50 mmhg), and resuscitation was required during open-heart conditions. Unfortunately, the patient died in the operating room due to biventricular failure.

Manufacturer narrative:
Corrected data h6 (type of investigation): "4117 - device not accessible for testing" code removed added information to section b5, b6, d9, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Customer report of aortic tear and unsuccessful balloon advancement was unable to be confirmed. Balloon inflated clear without difficulty and remained inflated without leakage. Balloon was able to be deflated without difficulty. All through lumens were found to be patent without any leakage or occlusion. No visual damage or abnormalities were found on the balloon or rest of the device. The instructions for use state, " the intraclude device is to be used with the edwards endoreturn arterial cannula (er23b or er21b) or the edwards introducer sheath (is19a)." Thus, the user was not following recommended practices. Based on the available information, no device malfunction was confirmed. The abnormal use of the device with another non-edwards arterial cannula may or may not be related to the event. The patient medical history is most likely not the cause of the event but may have been a contributing factor. The assignable cause is likely operational context including variables (such as technique) that cannot be recreated in product evaluation. No evidence of an edwards/ supplier defect was found.